Manufacturer narrative:
(B)(6). The device has not been returned, nor is likely to be returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is possible at this time. (B)(4).

Event description:
Reportedly, the patient had a meniscus repair surgery about 3 years ago. After the surgery, he/she felt a pain in the meniscus and had a revision surgery done in another hospital. During the surgery, a doctor confirmed that an implant was removed from the meniscus. It is alleged that the patient felt a pain because an implant had damaged his/her femur. There are no further details available about the revision surgery or patient condition.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been reported and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).